Manufacturer narrative:
H10: internal complaint reference case (B)(4).

Event description:
It was reported that, after a tka procedure performed on (B)(6) 2010, the post of a journey articular insert bcs standard 7-8 right 10mm broke off. A revision surgery was carried out on (B)(6) 2024 to address this event. Further complications were not reported. Patient's current health status is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation stated that, as of the date of the medical investigation, the requested clinical documentation had not been provided; therefore, a definitive contributing clinical factor cannot be concluded. It is unknown if the patient experienced a precipitating traumatic (or other) contributing event and the current patient status is unknown. The patient impact beyond the reported post fracture and subsequent revision cannot be determined based on the limited information provided. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that the implant can break or become damaged as a result of strenuous activity or trauma. This has been identified as a warning and precaution. A review of the risk management file revealed this failure mode was previously identified. A review of previous actions concluded that there is a higher than expected risk of revision surgery for the first generation of journey bcs systems. It was recommended to undertake a field safety corrective action to inform surgeons of the higher expected risk of revision, and ensure clear communication that the device should only be used for polyethylene exchange revision of journey bcs total knee constructs where the femoral component and tibial baseplate are well fixed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient anatomy, abnormal loading of limb and/or excessive forces. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Additional information: h7, h9